Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted. Device received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches on the screen which affects the ability of the screen. Customer¿s blood glucose level was unknown. Customer also reported that battery life diminished, unexplained random no delivery and sometimes runs longer than should with insulin. The device will not be returned for analysis.